Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a high blood glucose and was hospitalized. Although requested, no additional information was provided regarding this event.